Manufacturer narrative:
The device passed the displacement test and self test. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had audio issue confirmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.